Event description:
It was reported patient underwent a trauma procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to the affixus nail and distal screw fracturing. An additional hole was drilled into the patient. Surgeon removed and replaced the affixus nail, lag screw and distal screw.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03261 / 03262).